Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the reported occlusion failed test which was verified through a review of the event history log by the presence of "upstream occlusion¿ on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation was unable to reproduce the reported symptom. The device was found to function as designed with relation to the reported symptom. No further action is required. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream occlusion test. There was no patient involvement. No additional information is available.